Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the iol became stuck in the iol delivery system, then the haptic broke. The iol was inserted into the eye before the broken haptic was noticed. The incision was enlarged to facilitate removal of the iol.